Manufacturer narrative:
Gehc recommended replacement of the on/standby switch. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the unit alarmed, indicating that the unit was shutting down. The anesthesia machine was replaced. There was no reported patient injury.